Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during surgery the skin graft was not completely perforated. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the device history record for 00219501300, lot number 63394435, identified no relevant deviations or anomalies. Review of the device history record for 00219501300, lot number 63427552, identified no relevant deviations or anomalies. Product examination could not be performed as no product was returned for this complaint. This complaint cannot be confirmed. The root cause of the reported event could not be specifically determined with the provided information. No product was returned for this examination. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.